Event description:
On 7/3/91 pt had an injury to his back. Unknowningly he was first treated for a "muscular" injury, then they treated him with chiropractic therapy. After a discogram it was determined that the discs were degenerating. Surgery was recommended. The pain grew worse progressively. The second discogram, ten months later, discs above and below the area that was operated on showed detgeneration as well. Pt's condition now requires constant dr's care and constant medication, only if financially able, since rptr is unable to work that is unlikely to be possible.